Event description:
It was reported that a balloon rupture occurred. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported.

Manufacturer narrative:
Initial reporter city: miyazaki city miyazaki pref. 8800834.